Manufacturer narrative:
Type of report, corrected data: the initial report inadvertently excluded the checkbox indicating that it was a '30-day' report.

Event description:
The physician reported that he has had experience with vns causing discomfort intermittently as the battery is dying or "if it malfunctions." However, attempts for additional information regarding this experience have been unsuccessful to date.

Manufacturer narrative:
.